Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) was returned with the coronary guide wire engaged in the fractured distal section. The returned 0.012" wire could not pass the shipping damage. After removal of the damage, the returned wire was able to pass the remaining driveshaft and handle assembly without issue. The fractured driveshaft sections were sent for scanning electron microscopic (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified possible fatigue striations at the site of the driveshaft fracture. It was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Event description:
The intended procedure was left heart catheterization with percutaneous coronary intervention on a patient. The diamondback 360 coronary orbital atherectomy device (oad) was used in the right coronary artery and circumflex artery. Upon removal of oad, it was observed that the tip of the oad proximal to burr was broken off. The fragment was retrieved on the guide wire. Breakage was noted after atherectomy was complete and after vessel preparation was finished. Medwatch report number: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Medwatch report number: (B)(4). Csi ID: (B)(4).